Event description:
It was reported that a healthy patient, who has had previous laparoscopic lysis of adhesions, underwent a laparoscopy with lysis adhesions in 2002. After the procedure intergel was instilled. Ten days later the patient started to experience increasing abdominal pain and bloating. Their wbc was normal and pt had no fever. They were observed. The following day their fever rose to 103 degrees. Their wbc was 11,000. They exhibited signs of peritonitis. An exploratory laparotomy revealed an intact bowel, no bleeding, and no other findings except for diffuse peritoneal inflammation. Cultures were negative as were gram stains. The intergel was irrigated out and the patient is reported to be recovering. The reporting surgeon felt that this was a chemical peritonitis or foreign body reaction.